Event description:
T was reported that during a peripheral stenting treatment procedure, a balloon rupture occurred. Vascular access was obtained via left femoral artery using an ipsilateral antegrade approach, the 99% stenosed lesion was located in a moderately tortuous superficial femoral artery. Using an unknown guidewire, the 5.5mm x 40mm sterling balloon catheter was advanced to the lesion when the balloon ruptured at 6atms upon first inflation. The ruptured balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).